Manufacturer narrative:
Inspection of the pod found corrosion and evidence of fluid contact on the pcb assembly, commutator cap, fill sensor springs, and reservoir cap. All attempts to download the data from the pod were unsuccessful. A leak test was performed, and no leaks were found in the fluid path. The cause of the internal corrosion could not be determined. Without the data, it could not be conclusively determined if the pod generated a hazard alarm. The investigation found that the internal corrosion resulted in the low battery voltages and data loss, though it could not be determined if the internal corrosion contributed to the reported hazard alarm. The exact cause of the reported hazard alarm could not be determined. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l cgm. Sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that an unspecified alarm occurred during operation after approximately 4-24 hours of pod wear on the abdomen. This resulted in the patient's blood glucose increasing to above 250 mg/dl. There was no further information provided regarding this event. No medical intervention was reported.